Event description:
After unsuccessful attempt to inject chemo into port, it was discovered that catheter and port were not working. After x-ray it was discovered that the catheter had broken. Pt taken to flouroscopy for removal of pieces.